Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): concomitantly, the patient underwent a hysterectomy on (B)(6) 2005. The mesh was explanted on (B)(6) 2012 due to constant vaginal pain, constant pelvic pain, chronic infections, pain with sexual intercourse.(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent uti¿s, chronic vaginal pain during intercourse, and constant urgency to urinate. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent posterior and anterior colporrhaphy and vaginal sling removal on (B)(6) 2014 by dr. (B)(6), md at the (B)(6) hospital, (B)(6). It was reported that the patient underwent laparoscopic colpopexy anterior and posterior colporrhaphy on (B)(6) 2016 by (B)(6) at the (B)(6) hospital, (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pelvic pressure, vaginal bulge, urinary hesitancy, obstruction, nocturia, and urgency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.